Event description:
It was reported that a patient presented to the emergency room (ER) with pain. The patient's right ventricular (rv) lead had caused a cardiac perforation. The rv lead was explanted and replaced. The patient was stable throughout procedure.